Event description:
It was reported that there was a bend/spiral on the catheter that caused the device to get caught in the valve/sheath. They performed an echo. The length of surgical delay was not reported. The procedure was completed successfully without any harm to the patient.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Upon visual inspection of the returned complaint device, a kink was revealed distal to the transition point of the shaft starting 8.6 cm from the distal tip and extending to 10 cm from the distal tip. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution, indicating the device was in acceptable condition prior to release. Therefore, the most likely root cause is mishandling subsequent to distribution. The instructions for use (IFU) states: "avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning." A serious injury MDR is being filed due to medical intervention as an echo was performed.